Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, unexpected battery longevity was observed from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the right ventricular (rv) lead threshold was slightly elevated and the output was decreased to maxmize battery longevity. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it the time for device rep lacement.if information is provided in the future, a supplemental report will be issued.